Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood. After cleaning, the helix could be extended and retracted. The cause of the reported event was isolated to helix being clogged with blood.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implantation procedure, an unspecified helix issue was noted on the right atrial (ra) lead. The ra lead was replaced, and a new ra lead was successfully implanted. The patient was stable following this event with no adverse consequences.